Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged groshong catheter is confirmed but the exact cause could not be determined. One segment of a 4 fr s/l groshong nxt clearvue catheter was returned for evaluation. A microscopic observation revealed two longitudinally aligned splits between the 24 cm and 25 cm depth markers with one of the two splits branching off into a circumferential direction. The fracture surface of the splits were observed to be granular. The fracture edges of the splits were sharp and angled. After the catheter was split lengthwise, the inside of each split was observed to have a similar length to the outside surface of each split. Because of the features observed throughout the returned catheter segment, the complaint of a damaged catheter is confirmed but the root cause could not be determined. Possible causes based on the features of the damage may include sharp instrument damage to the catheter or stylet damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter was found to be damaged during placement. No other information was provided. 02/26/2024 - the device returned for evaluation exhibited fractures.